Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to loss of capture observed in office. The patient was asymptomatic and doing well post-procedure.

Manufacturer narrative:
(B)(4).